Event description:
It was reported that (1) device was used during a laparoscopic ovarian cystectomy. It was reported by the affiliate that the 35nlt gasket broke. Another instrument was used to complete the case. There was no consequence to the pt.